Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto mapping system other company¿s devices were used during this study: navx mapping systems (st jude medical). Evaluation methods: no testing methods performed; (B)(4). Results: no results available since no evaluation performed; (B)(4). Conclusion: device discarded by user, unable to follow-up; (B)(4).

Event description:
This complaint is from a literature source. It was reported that 2 patients with a history of prior pneumonectomy underwent af ablation and suffered groin hematoma. These hematomas were managed conservatively and did not require any further intervention. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿pulmonary vein isolation for atrial fibrillation in the postpneumonectomy population: a feasibility, safety, and outcomes study.¿ the purpose of this study was to describe a larger experience of the approach to af ablation including targeting the pv stump in patients who underwent pneumonectomy and had af beyond the postoperative stage. A total of 15 patients were enrolled in this study. Suspected device is a 3.5-mm open irrigated tip thermocool, catheter, however, catalog and lot number are unknown.